Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation. There was no allegation of serious or permanent harm or injury. No further clinical details or medical intervention were reported. The device was returned to the third- party service center for evaluation. During evaluation of the device, there was no evidence of visible foam particles found in the device. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been corrected.